Event description:
A customer in germany notified biomérieux of having a gas accident leading to user needing medical care when using emag (ref. 418591, serial number (B)(4)). The customer reported that an employee mixed the liquid emag waste with the waste from the panther instrument (by hologic): as the waste from the panther instrument contains bleach, it reacted with the emag waste leading to a release of gas (presumably cyanide gas). As a consequence, the employee needed an ambulance and the accident led to a fire brigade operation. At the time of this assessment, no more information about the status of the employee is known. According to the user manual and service manual for emag, emag reagents or waste should not come in contact with bleach since this can release cyanide gas upon contact. The customer was trained by biomérieux and informed about this warning through the user and service manuals but the employee who mixed the two wastes was not trained by the customer. As there is a user error that led to user impact, a biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer in germany regarding a gas accident leading to user needing medical care when using emag (ref. (B)(4), serial number (B)(6)). In fact, one of the laboratory employees mixed the emag liquid waste with the waste from the panther instrument (hologic). The waste from the panther instrument contained bleach which highly reacted with the emag waste leading to the release of gas (presumably cyanide gas). The employee was been taken in charge by an ambulance and the accident led to a fire brigade operation. No other complaints were registered for the same issue on emag system. This risk of ¿mix of lysis buffer and bleach while cleaning" is already identified in the emag system risk analysis, with a final risk of irrelevant. The risk following this incident is still assessed as irrelevant. During the investigation, biomérieux's documentation was checked: irritant and corrosive warning is displayed on all emag liquid waste bottles. In addition, the emag user manual page 5-21 clearly mentions that ¿to prevent formation of toxic gases, avoid mixing the waste liquid, which may contain guanidine thiocyanate, with cleaning solutions containing bleach¿. Moreover, this critical point was highlighted during emag training after emag installation on customer site. Therefore, no update is needed to biomérieux's internal documentation. It is believed that the impacted employee was probably not trained on emag system and not aware about this risk. For this reason, the investigation was closed. The investigation confirmed that this risk is fully taken into account in the emag system risk analysis, with all the warning information indicated in the user manual.